Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vham, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0vham, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the company representative reported that a full revision was done and the lead was not functioning properly; impedances >4,000 ohms were observed so the lead was removed and replaced. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative called to report that the doctor removed the old system and implanted a new lead and ins. No issues implanting lead but when the representative checked impedances they were high >4000 ohms. Representative tried multiple impedance settings and they were still high. The doctor replaced the lead and it worked good. Representative planned to send in defective lead 3889-28 va0vham. No symptoms were noted. The representative did not know the cause of the high impedance. The representative did not have print outs as they were in the middle of a case. All lead combinations showed impedance of over 4000 and would not clear even above 3amps. Event date: (B)(6)-2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.